Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1; reference: 1.7; mean: 1.90; confidence-limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned. No further investigation required.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.1; lab-inr: 1.7.